Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support in attempting a reset of the pump, but the malfunction persisted. As a result, technical support arranged for the replacement of the pump and instructed the customer on using multiple daily injections (mdi) as a backup therapy until the replacement pump arrives. Additionally, technical support provided instructions for returning the faulty pump.